Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used due to placement difficulty and stability. The lead was found to have high thresholds and causing phrenic nerve and diaphragmatic stimulation. The lead was removed and bi-ventricular pacing was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4).